Manufacturer narrative:
This report is associated to the second occurrence of MFR#2936999-2005-00441. At this time, the sample is not available for evaluation. If the sample is received, a summary of the investigation will be provided in a supplemental report.

Event description:
On 10/12/05 nellcor puritan bennett received a report that a 8perc tracheostomy tube was leaking between the flange and trach. The caller reported that no further information is available. A nellcor representative asked the caller to have the product returned for evaluation however; the caller did not have any knowledge of the product being available for evaluation.